Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. The trial began on (B)(6) 2024. It was reported that the bandage became a big wad (mess) on friday night. Their husband removed this morning. They thought one of the wire had been pulled out a little. They were going to their physician tomorrow morning to see if they could get in for them to look at it and they reported that their skin was allergic to the tape and was a giant scab. The issue was still ongoing.

Manufacturer narrative:
Continuation of d10: product ID 306001 lot# unknown serial# implanted: 2024-09-04 explanted: product type screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.